Manufacturer narrative:
The device is being returned from (B)(6) and will be inspected once it is received. Additional information is also be requested from the distributor. Additional information report(s) will be filed as necessary.

Event description:
A blepharoplasty was being performed using the f.f.p.f. Emc generator. During the procedure, the eyelid was burned. The burn area was excised.